Manufacturer narrative:
Advanced failure analysis reviewed logs and showed 4 successful fires in the field, prior to unclamping failure. The unclamping failure occurred on the 4th firing the procedure and was completed to ~67%. The torque value during the unclamping sequence had exceeded the system threshold. The fact that the stapler was able to engage in the field, indicates the cam was not missing during the procedure, as installing a stapler without a cam would result in an engagement failure. Upon visual inspection, the stapler jaws were not fully open, and grip cables appear to have some slack to them. The stapler was only unclamped robotically to ~67% completion, which explains the jaws not fully opening. There was no indication in the logs that the irk was used while the instrument was on the system. Testing was performed and confirmed that the stapler will not engage on the system if the cam is not installed. Therefore, it seems more like that the missing components reported in the initial fa were inadvertently misplaced sometime before or during the initial inspections. It is unlikely that the customer removed the housing in the filed. The cam and clutch housing can easily fall from the backend, on the upper housing is removed. The missing stapler components were replaced with in-house components from a different instrument in order to perform functional testing of the device. The instrument was installed on the system 3x. On each install, the stapler engaged and initialized. The stapler was able to clamp and unclamp on both a test sheet and test foam in multiple orientations. Firing was completed without error, and cut line and staples were well-formed. There were no unclamping failures observed during testing. The unclamping failure observed in the logs was not replicated. The instrument was then visually inspected for damage. There was no physical or mechanical damage observed. The instrument was manufactured in 2018, with 28 lives left. This instrument was used multiple times in (B)(6) of 2020, and was not used in this procedure until (B)(6) 2021. It is likely the instrument was reprocessed multiple times, which can lead to cable stretching, and mechanical fatigue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip stapler 30 was analyzed by failure analysis. The instrument was found to have an unclamp failure based on log review. The instrument was unable to be tested in house due to having missing components. The reload could not be installed into the instrument. Additional finding not related to the complaint: the instrument had a missing housing clutch. The housing clutch was not returned with the instrument. There was no damage found. The instrument was found to have a missing cam spindle. The cam spindle was not returned with the instrument. There was no damage found. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was an unknown malfunction with the curved-tip-stapler. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the reporter could not give any additional information.